Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed sodium result was obtained on a patient sample. The result was reported to the physician. Repeat runs of the same sample on an alternate instrument recovered a higher result within the normal range. The patient was administered IV fluids on the basis of the depressed result. There was no report of adverse health consequences as a result of the falsely depressed sodium result or treatment.